Event description:
Fidia received this info from the FDA through their medwatch program - voluntary report no (B)(4).

Manufacturer narrative:
This voluntary report was received from the FDA through their medwatch program. This case lacks significant info (eg complete medical history, concomitant medications, lab/diagnostic results, etc) to make a medical and causality assessment. It would appear that the case does not fulfill any seriousness criteria. However, since the consumer felt that the adverse events he experienced were life-threatening, fidia is reporting this case on an expedited basis for completeness sake.